Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the device expuslor. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint. The device explusor will be replaced.

Event description:
It was reported that the device failed the flow rate test three times. There was no patient involvement.